Event description:
It was reported that multiple occlusion alarms occurred. During a pump system check with tandem technical support, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 183-184 mg/dl.

Manufacturer narrative:
Device not returned.